Event description:
Limited pacing due to interference signals was reported. The device was exchanged.

Manufacturer narrative:
The programmer did not show any external signs of mechanical damage. The device's signs of wear can be regarded as normal. The device could be turned on, the booting process was completed, and the user software functioned without problems. All function tests could be carried out without shortcomings. No errors occurred during various test runs, including a long-term tests. The device passed the final and long-term tests successfully. The comment made in the complaint that there is no option avail at the implatation module to select a v00 pacing mode is correct. The implantation module of the device has no tpacing mode v00 in accordance with its specs. During the planning and development of this version of the presented implantation module, no asymchronous pacing modes were included to simplify the device operation.